Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with a wireless external neurostimulator. It was reported that patient had an infection of trial lead, one of the leads had an infection the other did not. The rep stated that the health care professional (hcp) ordered an MRI, the results of which were (B)(6). The rep stated the hcp found from the MRI that infection was superficial/ sub cutaneous and there was no infection in the spinal canal. The rep stated that the hcp plans to put the patient on a pic line for 6 weeks and the patient is doing ok as far as the rep is aware. The hcp took culture but the rep does not know what the results were. The leads were pulled on the same day that the infection was discovered (B)(6) 2018. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device; product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the doctor disposed of the leads. It was unknown if the infection was resolved and the patient's weight was unknown. No further complications reported.